Event description:
The customer called to report that water got into the insulin pump. Troubleshooting was performed. The insulin pump vibrated, then the screen went blank after inserting a new battery. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.